Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that viscoelastic solution was used during a surgery after which the patient presented, postoperatively, with a constricted pupil and elevated intraocular pressure. The patient received two angle taps to help relieve the pressure. Additional information has been requested.

Manufacturer narrative:
Complaint trending was reviewed for the lot code provided. No similar complaint was found. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during the batch record review. Based on the review of the complaint database as well as the manufacturing and testing batch records, the root cause of the reported issue is not likely associated with a manufacturing assignable cause. The manufacturer will continue to monitor and trend complaints of this type. The manufacturer internal reference number is: (B)(4).